Event description:
Patient having tah. Reprocessed ligasure malfunctioned during procedure. Ligasure would not release tissue. Physician had to sew around ligasure before removing from patient. No harm to patient.what was the original intended procedure?tah.